Event description:
((B)(4) an MRI tech called for medical information and additionally reported adverse events. Patient had an unspecified velocity stent implanted in an unspecified vessel for an unspecified reason on 2002/u/u. Beginning on u/u/u patient experienced an unspecified event resulting in a bx sonic stent implanted in an unspecified vessel on (B)(6) 2003. On u/u/u patient experienced an unspecified event which resulted in the need for an unspecified MRI to be performed on (B)(6) 2014. No further information was obtained at time of call, including gender, as caller refused to answer any questions stating she did not know any patient history and she just had to do the MRI today.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is an initial and final report as further details are not available.